Event description:
It was reported that during implant the guidewire was backfed into the distal end of the lead, the guidewire came out punctured through all the layers of insulation. The lead was not used and a new lead placed successfully. The patient did not experience any adverse effects.